Event description:
It was reported that the patient is experiencing headaches, tiredness, nausea and pain. Additional information: it was reported that dr. (B)(6) states patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan. Dr (B)(6) decided to exchange liner because of color/wear changes to liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Implant date based on additional information. The patient is (B)(6) in height. This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
It was reported that the patient is experiencing headaches, tiredness, nausea and pain. Additional information: it was reported that dr. (B)(6) states patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan. Dr. (B)(6) decided to exchange liner because of color/wear changes to liner.